Manufacturer narrative:
Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (cc(pd) therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established patients are at high risk for infections of the peritoneum. The cause of the patient's peritonitis can be attributed to nonadherence of aseptic technique during ccpd therapy as reported by a medical professional. Touch contamination and/or lack of aseptic technique during pd therapy is the leading cause of peritonitis. The nature of the infection is evidenced by the presence of an infectious pathogen that originates in wastewater drainage systems, food, vegetables and soil. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient's adverse event. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month timeframe which immediately preceded the event date, including all fresenius liberty cycler sets shipped to this account within the selected timeframe. The entire set of lots ha been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized for peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s). Upon follow up with the patient's pd registered nurse (pdrn), it was reported this patient was hospitalized following symptoms of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital presented with aeromonas hydrophilia. The patient was diagnosed with peritonitis due to nonadherence of aseptic technique during ccpd therapy on the liberty select cycler at home. It was reported the patient has chickens on their property and it was found the patient did not clean their hands properly after cleaning the chicken coops. The patient was prescribed antibiotics during this admission (unknown type, route, dose, frequency and duration) and was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model). The patient is recovering from this event while awaiting discharge. It was confirmed the patient's peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue ccpd therapy on the same liberty select cycler at home upon discharge.